Manufacturer narrative:
On an unreported date in (B)(6) 2018, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection, reported as "repeatedly" (no further detail was provided). The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported) and intravenous infusion (dose and frequency were not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing during the treatment. No additional information is available.